Event description:
It was reported that during initial implant this lead exhibited oversensing. Lead measurements were otherwise normal. No air or fluid was trapped in the device header. The lead was repositioned with the same outcome. Subsequently, a different lead was used. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during initial implant this lead exhibited oversensing. Lead measurements were otherwise normal. No air or fluid was trapped in the device header. The lead was repositioned with the same outcome. Subsequently, a different lead was used. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.